Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-25054. It was reported the patient (germany) was experiencing uncomfortable stimulation. In turn, the patient underwent surgical intervention to reposition the lead on (B)(6) 2015. The patient was reprogrammed post-op and was instructed to follow-up if stimulation is not effective. Both of the patient's leads are being reported since it is unknown which lead was repositioned.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.